Manufacturer narrative:
The cartridge cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 25 mmol/l with extreme drowsiness and nausea associated with an alleged loose cartridge cap issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient was getting loss of prime warnings and then noticed that the cartridge cap would become loose on its own. It was explained to the father that a loose cartridge cap would trigger a loss of prime which would stop insulin delivery and can cause the increase in blood glucose. This complaint is being reported because the patient experienced hyperglycemia associated with user error.